Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that they were unable to get the stimulation out of their ribs. It is unknown what might have led or contributed to the issue. It was noted that reprogramming by a rep was performed as a diagnostic to resolve the stim output issue, but the issue was not resolved at the time of the report. The rep noted that it was unknown if surgical intervention occurred but would follow-up for more information. The patient was meant to follow-up with their doctor; follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain, post laminectomy pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.